Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A lhr review was completed for the product, there was no nonconformance associated with the lot number.

Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the balloon popped. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.